Manufacturer narrative:
The device was evaluated at olympus (B)(4). (B)(4) checked the device and found that the endoscopic image was not displayed because the camera cable was broken. It is possible that the endoscopic image was not displayed because the device could not be energized normally due to the camera cable failure. The camera cable must be handled without any force, such as large bends or twists. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The instruction manual provides preventive measures against camera cable failure. If additional information becomes available, this report will be supplemented.

Event description:
A representative from olympus (B)(4). Reported that the endoscopic image was not displayed. The device was used in combination with the standard set. This device is an olympus asset and there was no report of patient injury associated with the event.